Manufacturer narrative:
A visual inspection was performed on the returned device. The reported complaint was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. All currently available evidence points to the placement of the nc trek neo 3.0mm x 20mm in the chipboard box for a trek 3.0mm x 20mm having occurred at the hospital. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device as the respective lots were manufactured approximately six months apart and on two different manufacturing lines which indicates the two units involved in this complaint never came into contact with one another during production.

Event description:
It was reported that during the procedural preparation the chipboard box was labeled as a 3.0x20mm nc trek balloon dilatation catheter (bdc) (part 1012274-20 lot 40417g1); however it was noted that the device within the package did not match what was labeled on the box. The device within the package was noted to be a 3.0x20mm nc trek neo (part 1400300-20 / lot 31007g1) instead of a nc trek. Another nc trek bdc was used and the procedure was completed. Subsequent to filing the initial report, update to the event description changing nc trek to trek: it was reported that during the procedural preparation the chipboard box was labeled as a 3.0x20mm trek balloon dilatation catheter (bdc) (part 1012274-20 lot 40417g1); however, it was noted that the device within the package did not match what was labeled on the box. The device within the package was noted to be a 3.0x20mm nc trek neo (part 1400300-20 / lot 31007g1) instead of a trek. Another trek bdc was used and the procedure was completed. No additional information has been provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedural preparation the chipboard box was labeled as a 3.0x20mm nc trek balloon dilatation catheter (bdc) (part 1012274-20 lot 40417g1); however it was noted that the device within the package did not match what was labeled on the box. The device within the package was noted to be a 3.0x20mm nc trek neo (part 1400300-20 / lot 31007g1) instead of a nc trek. Another nc trek bdc was used and the procedure was completed. No additional information has been provided.